Event description:
--

Event description:
Information was later received that this device did not have three months between eri and end of life (eol). Therefore, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device tripped elective replacement indicator (eri) due to charge times. It was indicated this device would be replaced in the coming months. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.